Event description:
This is filed to report the single leaflet device attachment/slda. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The posterior mitral leaflet was restricted and tethered. The clip was deployed in a2/p2. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted medial, stabilizing the slda clip. A total of two clips were implanted reducing mr to 3. No further clips were placed considering the mean pressure gradient was 4 mmhg. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to patient anatomy. The unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.